Event description:
Rptr alleged obtaining a discrepant blood glucose result of 131 mg/dl back to back with a result of 66 mg/dl on the compact plus sys when testing was performed less than 10 mins apart. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.